Manufacturer narrative:
(B)(4). Field service contacted the customer, and the customer indicated that a trained biomed calibrated the unit and fixed the issue. Per the customer, the unit had been in use for several weeks after the calibration, and was still working fine.

Event description:
Biomed called requesting field service, and indicating the following: "during pre-use set up adult unit displayed circuit occlusion and extended high peak, safety valve open and stopped ventilating. A continuous audible alarm was present."